Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A stryker micro sagittal saw was called in for repair due to overheating during testing. There was no pt involvement; no adverse consequence was reported.